Event description:
Pt had star sliding core bearing and tibial component revised.

Manufacturer narrative:
Tibial component was exchanged to improve alignment. The sliding core was exchanged as a matter of opportunity. Review of device history records shows no anomalies. Additional model #: 400-141, additional lot number: 1002121, additional expiration date: 12/01/2016, additional device manufacture date: 12/01/2011.